Event description:
It was reported that the vns patient had been experiencing an increase in seizures and was no longer able to perceive magnet mode stimulation on-times. A battery life calculation using the available programming history showed approximately 10 years remaining. An implant card was received indicating that the patient underwent generator replacement surgery on (B)(6) 2015 reportedly due to the battery not functioning properly. Lead impedance was noted to be within normal limits with the replacement generator and existing lead. The explanting facility discarded the explanted device; therefore, no analysis can be performed. Attempts for additional relevant information have been unsuccessful to date.